Event description:
It was reported that the device and rv lead were replaced, due to low r-wave amplitude. No patient complications were reported as a result of this event. It was later alleged by the attorney that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Full analysis could not be performed due to legal restrictions.